Manufacturer narrative:
Product return of 1 oral-b refill was received on 26-nov-2018 and the product was identified as a flexisoft type of oral-b refill. Product investigation is in progress.

Event description:
Back side of front tooth chipped (tooth fracture). Screw at top of brush head popped out while using toothbrush, brush part came off in mouth (device breakage). Case description: a spontaneous report was received via e-mail on 13-nov-2018 from an adult female consumer stating the screw at the very top of the oral-b brushhead, version unknown popped out while she used the toothbrush on an unspecified date, and the brush part came off in her mouth. She reported this made her panic and she bit a front tooth. The back side of the tooth chipped a little. She thought it chipped because the tooth had probably been weakened, and she was thinking about getting whole new teeth the next time she goes to the dentist. The consumer discontinued use of the product, and she did not seek advice from a dentist or physician. The outcome of chipped tooth was not recovered/not resolved. Medical history: tooth disorder (tooth had probably been weakened, I am thinking about getting whole new teeth). Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. 26-nov-2018 follow-up: consumer returned one brush head identified as oral-b flexi soft. No further information was provided.

Manufacturer narrative:
(B)(6) 2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Back side of front tooth chipped [tooth fracture]. Screw at top of brush head popped out while using toothbrush, brush part came off in mouth [device breakage]. Product counterfeit [product counterfeit]. Case description: a spontaneous report was received via e-mail on (B)(6) 2018 from an adult female consumer stating the screw at the very top of the oral-b brushhead, version unknown popped out while she used the toothbrush on an unspecified date, and the brush part came off in her mouth. She reported this made her panic and she bit a front tooth. The back side of the tooth chipped a little. She thought it chipped because the tooth had probably been weakened, and she was thinking about getting whole new teeth the next time she goes to the dentist. The consumer discontinued use of the product, and she did not seek advice from a dentist or physician. The outcome of chipped tooth was not recovered/not resolved. Medical history: tooth disorder (tooth had probably been weakened, I am thinking about getting whole new teeth). Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. 26-nov-2018 follow-up: consumer returned one brush head identified as oral-b flexi soft. No further information was provided. (B)(6) 2019 product investigation results: product confirmed counterfeit.